Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained the device did not work smoothly. There was no adverse impact to the patient, aside from 5-10 minutes of extra surgery. The patient was discharged following the procedure. The analysis results found that the el5ml device was received with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips and 2 partially formed clips were fed due to an anti-backup failure; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found the damaged causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused this condition. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not work as indicated. No further information is available at this time. There was no adverse consequence to the patient reported.